Manufacturer narrative:
Evaluation summary: no discrepancies were detected during review of manufacturing documents and risk analysis file. The item had left the premises in intended condition and had been in use for roughly 4 years. The reported issue was confirmed. It was caused by play in the connection between nail adapter and handle ¿ most likely caused by frequent re-processing and potentially contributed by a combination of design and rough handling. The planned surgery could have been started and completed by performing the standard free-hand-technique. The event was already covered by nc.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Before surgery, it found that the target device is not functional. The target device could not insert the drill to the drill hole of the nail exactly. Although anesthesia was applied to the patient, surgery was postponed.

Event description:
Before surgery, it found that the target device is not functional. The target device could not insert the drill to the drill hole of the nail exactly. Although anesthesia was applied to the patient, surgery was postponed.